Event description:
It was reported that shaft break occurred resulting in additional intervention. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during advancement, the stent broke off in patient and needed to be snared. An alternate device was used to complete the procedure. There were no patient complications.